Event description:
Customer reported that she had issues with sensor readings, being inaccurate. The insulin pump also went into threshold suspend. Customer also reported having issues with infusion set. Customer stated she though she had given to much insulin and ate a muffing and her blood glucose was 507 mg/dl. Customer then went for a walk and blood glucose was 475 mg/dl delivered insulin and noticed that the cannula was not bent. Issue was resolved by a set change. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed with accurate readings however, found the sensor cannula bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.